Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The peritoneal dialysis nurse (pdrn) stated the patient had not reported the leak to them. There was no known symptoms, injuries, adverse events, or medical intervention required as a result of the reported event. Additional information was requested but was not received.

Event description:
Additional information was received by fax from the clinic. The patient was able to complete treatment on the cycler. There was no adverse events or medical intervention required as a result of the reported event

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.